Event description:
It was reported that a remote transmission was received due to suspected atrial under-sensing with the right atrial (ra) lead. The episode occurred following the patient's gastrointestinal (gi) procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.